Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient was implanted with a miniarc sling and immediately after surgery the patient experienced urinary retention. The physician performed a technique to relieve the urinary retention. Per the physician it appeared that urinary retention occurred because the sling was too tight. No additional patient complications were reported in relation to this event.